Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire failed to advance through the lead. The lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event stylet insertion difficulty was not confirmed. Final analysis found that as received, a complete lead was returned in one piece without the stylet used during the procedure. Visual and x-ray examination did not find any anomalies. A stylet was inserted all the way through the distal tip and removed without any restrictions.